Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of capsular contracture was received on may 26, 2021 with lot number 3327710. Visual analysis of the returned device identified; fold creases, voids between shell and gel, weight within specification. After autoclave cycle, cloudy gel was identified. Based on the device analysis the final assessment is: no issues found related to the manufacturing process." Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.